Manufacturer narrative:
Based on the current information provided, the cause of the mentioned complications cannot be determined. There was no claim against the product and no indication of a product issue, and thus there is no indication that the device directly caused the reported event. A follow-up MDR will be submitted if additional information is received. This complaint is considered a reportable event due to the following conclusion: intuitive surgical became aware of a surgical endoscopy article, and it was mentioned there were six (12%) patients had major complications (clavien-dindo grade 3 or above), while only three (6%) developed a clinically relevant (grade b) post operative pancreatic fistula (popf). It was listed in the article that 11 patients (22%) had clavien-dindo grade1 complications, 13 patients (26%) had grade 2 complications. Clinically relevant delayed gas emptying (dge) was reported in 7 patients (14%). 2 patients required re-operation. There was no 30-day mortality, while the 90-day mortality rate was 2% (1 patient). Blank MDR fields: the expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
On (B)(6) 2023, intuitive surgical became aware of a surgical endoscopy article titled, ¿initial 50 consecutive full-robotic pancreatoduodenectomies without conversion by a single surgeon: a learning curve analysis from a tertiary referral high-volume center¿ (morelli, l., et al., 2023). Within the journal article, operative complications involving da vinci surgical procedures were noted. The first 50 consecutive robotic pancreatoduodenectomy (rpd) performed with the da vinci xi by the same surgeon between january 2018 and march 2022 were included in the study. All the operations were completed robotically without any conversion to open surgery. Six (12%) patients had major complications (clavien-dindo grade 3 or above), while only three (6%) developed a clinically relevant (grade b) post operative pancreatic fistula (popf). It was listed in the article that 11 patients (22%) had clavien-dindo grade1 complications, 13 patients (26%) had grade 2 complications. Clinically relevant delayed gas emptying (dge) was reported in 7 patients (14%). Re-operation was required in two patients due to bile leakage in one case and bleeding in the other one. There was no 30-day mortality, while the 90-day mortality rate was 2% (1 patient). According to the follow-up with the article author, no additional information was known other than what were already mentioned in the article.